Event description:
Thept was being treated due to atypical angina with a routine angiography. Angiography showed 80% peri-stent restenosis of a cypher stent that was treated with a new cypher stent overlapping the restenotic stent. During the index procedure, the pt presented 2-vessel coronary artery disease, stable angina (ccs2), and no silent ischemia. Pre-procedure and intra-procedure medications listed were aspirin and statins. The target lesion (lesion 1-1) was de novo, located in the mid left anterior descending (lad) native coronary artery with a diameter of 2.7mm and 10mm in lesion length. The lesion was characterized as: class b2, non-ostial, irregular, moderate tortuosity of proximal segment, no angulation, eccentric, with moderate calcification and no thrombus present.